Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional device(s) related to the event are: pcl161207/(B)(4). Pcl161207/(B)(4). The gore excluder bifurcated endoprosthesis, instructions for use states: adverse events that may occur and/or require intervention include, but are not limited to: embolization (micro and macro) with transient or permanent ischemia, endoleak, aneurysm enlargement.

Event description:
On (B)(6), 2004, the pt was treated for an abdominal aortic aneurysm and was implanted with gore excluder bifurcated endoprosthesis. On (B)(6), 2010, the pt underwent a reintervention for a ruptured abdominal aortic aneurysm and a chronic type ii endoleak with signs of enlargement. A right common femoral exposure, left groin seroma drainage, right iliac coil embolization and extension of the stent graft with gore excluder aaa endoprosthesis was performed. In addition, the pt underwent a right common endarterectomy and angioplasty with vein patch, and placement of a wound v.a.c. To the left groin. On (B)(6), 2010, the pt was released to a skilled nursing facility. The physician is monitoring the pt. The pt was seen on (B)(6), 2010 and is doing well, with some wound healing issues.